Event description:
It was reported that during the use of the capsule, the device failed to attach to the patient's esophagus and instead fell into the stomach. The issue was observed intra-operatively. The physician verified the capsule placement endoscopically, and the deployment device was inserted with the capsule facing the tongue while maintaining the horizontal plane. The vacuum pump pressure reached 550mmhg using a medela pump, and lubricant was carefully applied to avoid covering the suction chamber. The capsule was retrieved. A second attempt to place a capsule was made, and it was successfully attached. There were no patient complications or harms reported as a result of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. Visual inspection of the delivery device and capsule found no notable conditions. It was reported that the capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.